Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sharps coll next gen 5.4qt red 20/pack was damaged. This occurred on 5 occasions. The following information was provided by the initial reporter: this is a report about broken/damaged bases of sharps collector. Due to shipping restrictions, we had been waiting for product arrival over a long period of time. When opening the carton, however, some bases were damaged/broken.

Event description:
It was reported that sharps coll next gen 5.4qt red 20/pack was damaged. This occurred on 5 occasions. The following information was provided by the initial reporter: this is a report about broken/damaged bases of sharps collector. Due to shipping restrictions, we had been waiting for product arrival over a long period of time. When opening the carton, however, some bases were damaged/broken.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1057912. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 8/5/2021. H.4. Device manufacture date: 2/26/2021. H.6. Investigation: according to the DHR review process, the result showed there were no issues reported like lids broken or cracked during the manufacturing process of the part number (305517) reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like broken or damage issue for the same part number (305517) throughout the last twelve months (sep-2020 thru sep-2021). With the evidence received from customer and only with the description of the issue the customer received five (5) containers present the damaged mentioned (broken). The standard pack provided from flex due the requirements to flex is packing twenty (20) pieces per box and the part broken was arrived as a part of the shipment at the user. There are probabilities of this product was manipulated and changed from the original packaging to a non-suitable packaging. Or the product can be damage during the transportation from the distributor at the final user. With all this information it was concluded that this product had additional handling by a distributor. For this reason, it can be concluded that there are many variables that could generate this failure mode because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood of non-controlled handling within distributor facilities could happen and leads to product damages. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect lids damaged (broken, cracked or any other condition non conformant).